Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 30mm watchman laa closure device & delivery system was advanced and deployed. The watchman laa closure device was deployed too proximal. It was fully recaptured without difficulty and removed. Another device was deployed and successfully released using the same was. Upon removal, it was noted that the tip of the was was torn, although nothing had detached. There were no patient complications reported and the patient status was fine.